Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer recently had a blood glucose level around 40 mg/dl, and another of 39 mg/dl. Caller stated that they had a sensor that was crunched around the time of this incident. The insulin pump was not replaced or returned for analysis.